Event description:
A customer technical advocate (cta) was contacted regarding a low hemoglobin result generated on a pt using a cell-dyn 1700 analyzer. The cell-dyn 1700 generated a hemoglobin result of 7.4 g/dl which was reported. The pt was sent to a hosp for transfusion. The pt's hemoglobin level was tested at the hosp (platform not provided), with a value of 9.0 g/dl obtained. Per the doctor, this pt would have received a transfusion based on the hosp result anyway. No further impact to pt management was reported.